Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen and the customer was unable to clear it. Pump was unavailable for troubleshooting at the time of the call, therefore no troubleshooting was able to be performed. Customer had elevated blood glucose levels in the 400 mg/dl range. Customer stabilized blood glucose levels with manual injections.